Event description:
The customer/nurse reported that in 2009 at about 1:16 pm, a pt had an asystole, extreme brady, spo2 dropped and the monitor did not alarm.

Manufacturer narrative:
The customer reported that in 2009 at about 1:16 pm, a pt experienced an asystole, extreme brady, spo2 dropped and the monitor did not alarm. Tha alarms were suspended by the clinical staff. The site's biomedical engineer checked the monitor's event log and found that alarms for asystole and brady were logged at the date and time in question. A philips field service engineer (fse) went on-site to test the monitor but it was connected to a pt. Based on the available info, the monitor worked as intended. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.